Event description:
A report was received from the USA, stating that the device has an air leak. The event occurred during surgery. There was no report of user or patient injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).